Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of the device is at end of life was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The artemis clinicians' manual was used to calculate the device longevity by determining the energy factor of the used programs. The longevity estimate was 2.1 years for the burst cycle assuming 1000-ohm program impedances and .4 years for the continuous tonic program assuming 1000 ohm program impedances, +/- .25-year per ¿ 90205144. The overall average longevity of the 2 programming methods would have been 1.25 years. The device provided 1.23 years of therapy prior to declaring end of life. Based on the available information, the device had normal battery depletion. The device was not subjected to ate testing, due to the as received condition with a normally depleted low battery voltage.